Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms at implant. The physician was comfortable with the measurements for this lead and elected to leave the system in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the left ventricular (lv) lead impedance measurements were lower in most vectors. The system remains in service. No adverse patient effects were reported.